Manufacturer narrative:
As returned, both devices show the hexalobular feature has been twisted and deformed. Dimensional readings and material hardness are conforming to print specifications where measured. Review of the device history records indicates the device was manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. The driver was manufactured on august 24, 2014 and therefore had a potential field age of approximately 1.5 years at the time of the reported incident. This device is used for treatment. A complaint history search for the driver shaft revealed no additional complaints against the related part and lot combination. In photographic examination of the stripped tip, the driver has yielded in the counter-clockwise (loosening) direction. This complaint occurred while removing zimmer distal radius screws from a plate. The related complaints to this complaint state that excessive force was required during an attempt to remove the screws. The root cause of there being high force applied during extraction, and therefore the root cause of the damaged driver, cannot be determined with the information available.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screwdriver fractured during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.